Event description:
The valve was implanted at 70mmh2o for ventriculo-peritoneal shunting. The doctor didn't manage to change the pressure setting of the valve at the position requested. The doctor explanted the valve and the valve was not replaced because of an infection. The doctor has requested to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer in 2008. Results of analysis will be developed in a follow-up report.